Event description:
It was reported by customer that there was a crack vertically in the filter tubing.

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D4: medical device expiration date: unknown. H4: device manufacture date: unknown.